Event description:
At 2:15 am, it was discovered that the resident was unresponsive and had no vital signs. It was noted in the nurses notes that his inner cannula was lying on his chest and attached to the vent circuit. The vent alarm was in the on position but the alarm did not sound when the inner cannula came out.